Manufacturer narrative:
Additional information: g3, g6, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the atrial fibrillation procedure while pulmonary vein isolation, the impedance value sharply increased and then the rf energy was unable to deliver during about the 20th rf delivery. This problem could be replicable and this rapid-rise impedance value occurred a few times and a blood clot was noted on the catheter. It was confirmed that three out of six holes were unable to irrigate. The catheter was replaced to a new one and the impedance problem and irrigation problem were resolved. The procedure was completed with no adverse consequences onto the patient. The hospital discarded the reported catheter.